Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the observed failure of the inability to remove the reload was not caused by this device. Functionally, the reload was straightened and was able to be removed with ease, was loaded onto the returned adapter and was able to clamp and articulate without issues. The reload was then able to be removed from the adapter without issues, was connected to a manual handle and the interlock was overridden, and was fired over test media and the remaining staples were placed. It was reported that the device was difficult to unload. The reported issue was confirmed. The most likely cause was not traced to the device. This issue may occur due to the adapter's articulation mechanism not being in its home position. The evaluation detected an unreported condition: the device was found to be partially fired. The most likely cause could not be established from the information available. This issue may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the sales representative cannot remove reload from adapter. No patient involvement.